Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while preparing to disconnect the distal rectum, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able press the green button. The instrument clamp was stuck on tissue but was removed by using the open front port removal tool. There was no patient injury.